Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, after having fired 2-3 clips the device blocked and did not work anymore. Another like device was used to completed the procedure. There was no patient consequence.